Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a breathing issue once the patient is up after therapy. The patient is concerned that it might be a result of using the machine. The patient states that she mentioned her issues to her doctor and to her heart doctor and states they did not seem concerned. The patient also states that the device became noisy after it fell off the table. The patient reported using an ozone based disinfection device (soclean). There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a breathing issue once the patient is up after therapy. The patient is concerned that it might be a result of using the machine. The patient states that she mentioned her issues to her doctor and to her heart doctor and states they did not seem concerned. The patient also states that the device became noisy after it fell off the table. The patient reported using an ozone based disinfection device (soclean). There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient indicates there is no allegation of particles or residue in the device. The device has not yet been returned to the manufacturer for evaluation. Several attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.